Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass or laparoscopic sleeve procedure, when using the suturing device to suture and when they passed through the loop to lock down the suture, the loop opened. A new device was used in order to complete the case. There was no patient injury.